Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced bleeding after she inserted the sensor on her abdomen. She went to the emergency room (ER) where stitches were placed to stop the bleeding. The healthcare provider (hcp) used local anesthesia at the site. After the event, the patient felt fine. At the time of contact, it was indicated that the patient felt fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.